Event description:
A coroent xl implant was reported to have broken during impaction; the inserter reportedly broke loose from the implant and impacted the vertebral body sufficiently to produce a slight fracture. The broken portion was small and the implant was well-placed otherwise and the decision was made to leave the coroent xl in place. Surgeon reportedly used an appropriately- sized trial prior to placement of the implant. The surgeon implanted a dbr ii pedicle screw construct in addition to the interbody implant as an intervention following the fracture. The broken portion was not retained. It is not known if the patient has osteoporosis or other bone-weakening conditions which may have contributed to the fracture. The patient was discharged 3 days after the surgery and is reported to be doing well. The initial report did not indicate a vertebral fracture had occurred. This information was obtained (B)(6) 2010.

Manufacturer narrative:
The implant remains in the patient; no direct evaluation has been possible to date. Should additional pertinent information become available, a follow-up report will be made. Review of labeling notes the following: "infrequent operative and postoperative complications know to occur include, damage to blood vessels; spinal cord or peripheral nerves".